Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips offered the customer a quote to evaluate the system, but the service was cancelled by the customer and service has not been provided. Therefore, philips did not inspect the device. Philips has not received any additional information on the issue, troubleshooting, or its resolution. Therefore, the clinical usage of the device at the time of the event was unknown, but no harm was reported to philips. The codes were updated based on the investigation outcome.